Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer was hospitalized and subsequently admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of 600 mg/dl. Prior to being hospitalized, a correction bolus was delivered to address bg level. The customer was treated with intravenous saline and insulin. Reportedly, a minimum fill notification occurred after the user filled the cartridge with 125 units of insulin during the load sequence. Subsequently, the customer was unable to load the cartridge into the pump, causing bg to rise to 600 mg/dl. Tandem technical support performed a pump system check and verified the pump functioned as intended. Reportedly, customer was using humalin u-500 insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. At the time of the report, the customer had not been released from hospital. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.